Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The lesion was located in a tortuous and severely calcified circumflex artery. The physician attempted to deliver the 2.75x12mm liberte' stent without success. The device was removed and the distal tip of the stent was flared. No pt complications were reported. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.